Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) had been high for the past two days. The patient reported having a bg of 490mg/dl with stomach ache. The patient treated high bg with bolus from the pump and manual injection. The patient¿s current bg is 236mg/dl without symptoms. The patient stated that since she has changed the site and bg still seems high. The pump history showed that the pump is functioning properly. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.